Event description:
It was reported that there were incorrect atrial tachycardia markers from the implantable cardiac monitor (icm) due to oversensing. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.